Event description:
Event description cpi received information that during the interrogation of the ventak mini implantable cardioverter defibrillator (ICD) it displayed a message that indicated it was in a fallback mode. An invasive procedure was performed and it was noted that the insulation on the transvenous defibrillation lead was worn and the conductor was fractured due to abrasion from lead on can contact. The pacing lead impedance measurement exhibited an abnormal increase. The physician elected to explant the ICD and lead. A new system was successfully implanted.